Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting, it was determined that the customer fills the cartridge with cold insulin. Tandem technical support educated the customer on cartridge labeling. Customer loaded a new cartridge to resolve the issue. There was no impact to the customer¿s blood glucose level.